Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood/fluid obstructing the distal conductor, and there was blood/body fluid (not obstructed) on several conductors. There was a overstress fracture of the defib conductor and the inner tubing was kinked/buckled. There was a cosmetic environmental stress crack of the outer tubing overlay, the outer insulation and outer tubing was torn, and there was a breached cut on the outer tubing overlay. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. There was a tip seal observation, the lead was stretched, and there was apparent explant damage. (B)(4): the full lead was returned and analyzed and the outer insulation was breached in a manner consistent with a clavicle-rib crush. There was blood/body fluid (not obstructed) of the proximal conductor. There was a cosmetic depression and breached cut on the outer insulation and the lead was crushed. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead had high threshold and during lead changeout procedure the physician was unable to gain access. Further testing revealed that the left ventricular lead had dislodged. Physician felt that leads had been compromised and made the decision to remove the entire system and reimplant a new system on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high threshold and during lead changeout procedure the physician was unable to gain access to reposition the lead. It was also reported that the left ventricular lead had dislodged. Physician felt that leads had been compromised and made the decision to remove the entire system and reimplant a new system on the right side. No patient complications have been reported as a result of this event. It was further reported that an acute right ventricular lead was attempted to be implanted on (B)(6) 2010 but was not able to be successfully placed due to patient anatomy. The lead was removed, and replaced the following day as part of the right-side implant.